Event description:
It was reported that the patient had inappropriate shocks for supra ventricular tachycardia via a change in the intrinsic morphology. Technical services discussed the electrograms. Later, the product was abandoned and replaced with a transvenous product. There were no additional adverse patient effects.